Manufacturer narrative:
No device was returned for investigation; therefore the customer's complaint could not be duplicated. The exact cause of the customer's complaint could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported by the patient that three cassettes from a new shipment caused both pumps to alarm no disposable and will not start with cassette change. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.